Manufacturer narrative:
The field representative later confirmed the lead was successfully repositioned when the patient returned to the hospital on monday. No additional adverse patient effects were reported. The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The lead remains in service. This report will be updated when additional information is received.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) pacing lead reported severe chest pain four days post-implant. Device interrogation revealed an issue with the rv lead. The pacing impedance had decreased since implant from 1150 ohms to 620 ohms, and the r-wave amplitude was fluctuating beat-to-beat between 7mv and 2mv. There was no capture at 7.5v. The patient reported a twitching sensation and very sharp pain to the left of the sternum. An echocardiogram and x-rays were performed. No perfusion was found on the echo, and with the x-rays the physician believed the lead had not moved since implant. The physician believed as the pain was very localized, this was not a perforation and the patient was advised to take pain medications and present back on monday. No additional adverse patient effects were reported.